Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Physician reported left side "a local fluid is observed in the left breast downside, and the bucking of the adjacent area is severe, so there seems to be a possibility of an impending rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as surgical damage. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side "a local fluid is observed in the left breast downside, and the bucking of the adjacent area is severe, so there seems to be a possibility of an impending rupture." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 device photo evaluation: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side "a local fluid is observed in the left breast downside, and the bucking of the adjacent area is severe, so there seems to be a possibility of an impending rupture." Device has been explanted and replaced.